Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up medwatch # (B)(4)

Event description:
Procedure performed: laparoscopic right oophorectomy. Event description: "the trocar would not allow the insufflator to fill the abdominal cavity appropriately." Additional information received via telephone on 17nov2020 from the user facility: the procedure was a laparoscopic right oophorectomy. The issue with insufflation was notice immediately. It is unknown if the issue was regarding the function of the insufflation port or from air leakage through the trocar. Another ctf33 was opened to complete the case. There was no patient injury and the patient is fine. Medwatch received via mail on 07dec2020 mw # (B)(4): "the trocar would not allow the insufflator to fill the abdominal cavity appropriately. A second applied medical kii fios first entry fios obturator with z-thread sleeve 11.0mm - 100mm was opened to complete procedure." Type of intervention: another ctf33 was opened to complete the case. Patient status: there was no patient injury and the patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of seal leakage. Engineering observed that the aperture of the septum, an internal rubber component of the seal, was oversized and had an uneven cut. Based on the condition of the returned unit and description of the event, it is likely that the reported event was caused by non-conformances that were observed on the septum. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Seal leakage is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch # (B)(4).

Event description:
Procedure performed: laparoscopic right oophorectomy event description: "the trocar would not allow the insufflator to fill the abdominal cavity appropriately." Additional information received via telephone on 17nov2020 from the user facility: the procedure was a laparoscopic right oophorectomy. The issue with insufflation was notice immediately. It is unknown if the issue was regarding the function of the insufflation port or from air leakage through the trocar. Another (B)(4) was opened to complete the case. There was no patient injury and the patient is fine. Medwatch received via mail on 07dec2020 mw # (B)(4): "the trocar would not allow the insufflator to fill the abdominal cavity appropriately. A second applied medical kii fios first entry fios obturator with z-thread sleeve 11.0mm - 100mm was opened to complete procedure." Type of intervention: another (B)(4) was opened to complete the case patient status: there was no patient injury and the patient is fine.